Manufacturer narrative:
The event occurred on an unspecified date in (B)(6). (B)(6). Eight (8) samples were received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. The samples were returned with the aluminum foil peeled. A visual inspection was performed with the naked eye. The sponge was found fully separated from each of the caps. The reported condition was verified. A nonconformance has been opened to address this issue. The event was thought to be due to mishandling during distribution since the non conformance addressed the packaging. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that eight (8) sponges were completely separated from the minicaps. There was no patient involvement. No additional information is available.